Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and fungal peritonitis coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 unknown bag (dose, frequency) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced fungal peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date in 2011, the patient received treatment with fluconazole 50 mg once dally. On (B)(6) 2011, the patient was discharged from the hospital. Outcome for the fungal peritonitis was reported as ongoing and improved. Outcome for the break in aseptic technique and the action taken with dianeal therapy were not reported. The reporter did not provide an opinion of causality for the events of break in aseptic technique and fungal peritonitis in relation to dianeal therapy.